Manufacturer narrative:
Additional information: plant investigation: an actual sample from the customer was received on 05/08/2019 without the original package. The evaluation of the actual sample found a leak in the cassette. During disinfection a leak was found on the film of the cassette. The sample was closely inspected according to the bill of materials (bom) for 050-87216 and a pin hole was detected in the film. The cassette (hard plastic) was inspected and no damage was found. There were no sharp edges in the carts or on the machine surface that could cause damage to the cassette on the production line. The device history record [DHR] of this product was reviewed and no nonconformance reports or other abnormalities during the assembly of this lot were found. The product involved was released meeting specifications. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event and an associated cause could not be determined.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from the pin in the cassette after ending their pd treatment. The patient reported receiving no alarms during treatment. It is unknown at which point in therapy the leak may have begun. The leak was at the cassette stay safe connector and there was no fluid in or on the cycler. The patient was advised to retain the cassette. The patient went to the clinic for antibiotics. Upon follow up, the pdrn confirmed the reported event. The pdrn stated that per the clinic¿s procedure the patient was prescribed prophylactic antibiotics, one dose vancomycin 2 grams and one dosed ''gentamycin'' 40 mg intraperitoneal. The pdrn confirmed that despite the prophylactic antibiotics, there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The patient has completed peritoneal dialysis treatment with their cycler and is continuing peritoneal dialysis therapy with no further issues. The cassette used by the patient is available for return for physical evaluation by the manufacturer.